Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 90% stenosed, 36 mm x 2.50 mm, concentric de novo target lesion containing >=90 degrees bend was located in the severely tortuous and moderately calcified left circumflex coronary artery. After engaging a 6f ebu 3 guide catheter coaxially and placing a non-bsc wire, pre-dilatation was performed with a 2mm balloon. A 38x2.50mm promus premier select drug-eluting stent was advanced but failed to cross lesion. The device was removed and pre-dilatation was performed again with 2.5 x 10 nc balloon. However, upon attempting to advance to stent again, it was noticed that the stent strut was damaged. The procedure was completed with two shorter stents. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 90% stenosed, 36 mm x 2.50 mm, concentric de novo target lesion containing >=90 degrees bend was located in the severely tortuous and moderately calcified left circumflex coronary artery it was predilated with 2mm balloon then a 38 x 2.50 promus premier select drug eluting stent was advanced but failed to cross lesion. Withdrew the stent and predilated again with 2.5 x 10 nc balloon, he took the stent and found out that the stent struts was damaged. The procedure was completed with another of same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: promus premier select ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with strut in the distal region lifted. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.